Event description:
Trapease filter placed by another surgeon. Pt with right lower extremity deep vein thrombosis. Pt with abdominal pain and weight loss. On CT performed for metastatic work-up pt noted to have ivc thrombosis with extension of clot above filter. Pt has placement of suprarenal greenfield filter.